Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg implantable cardioverter defibrillator, (B)(6) 2012; 4396 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was not sensing appropriately and may be causing the device to have some failure to biventricular pace. The ra lead and device remain in use. No patient complications have been reported as a result of this event.